Event description:
It was reported that this implantable cardioverter defibrillator delivered inappropriately 8 bursts of anti-tachycardia therapy and 1 shock due to atrial fibrillation with rapid ventricular response. The episode resulted in therapy exhaustion. Reprogramming options for the device were discussed. The device remains in service. No further adverse patient effects were reported.